Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower abdominal pain right side') in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and osteoporosis. Concurrent conditions included abdominal pain localised (right side). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2018, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), feeling abnormal ("foggy feeling in head"), paraesthesia ("electric shock like feeling in head"), change of bowel habit ("change in bowel function") and paraesthesia lower limb ("electric shock like feeling in right femur"). The patient was treated with surgery (laparoscopic removal of fallopian tubes and essure). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, feeling abnormal, paraesthesia, change of bowel habit and paraesthesia lower limb outcome was unknown. The reporter considered abdominal pain lower, change of bowel habit, feeling abnormal, paraesthesia and paraesthesia lower limb to be unrelated to essure. The reporter commented: removal was performed at the patient's request, essure was removed by pulling. The reporter did not consider that essure caused or contributed to the occurrence of the events. Samples received. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2019: quality safety evaluation of ptc. We received returned samples in this case. A technical investigation will be conducted and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower abdominal pain right side') in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and osteoporosis. Concurrent conditions included abdominal pain localised (right side). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2018, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), feeling abnormal ("foggy feeling in head"), paraesthesia ("electric shock like feeling in head"), change of bowel habit ("change in bowel function") and paraesthesia lower limb ("electric shock like feeling in right femur"). The patient was treated with surgery (laparoscopic removal of fallopian tubes and essure). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, feeling abnormal, paraesthesia, change of bowel habit and paraesthesia lower limb outcome was unknown. The reporter considered abdominal pain lower, change of bowel habit, feeling abnormal, paraesthesia and paraesthesia lower limb to be unrelated to essure. The reporter commented: removal was performed at the patient's request, essure was removed by pulling. The reporter did not consider that essure caused or contributed to the occurrence of the events. Samples received. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Date of sample received at quality unit 28-feb-2020. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality-safety evaluation of ptc. We received returned samples in this case. A technical investigation was conducted and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower abdominal pain right side') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and osteoporosis. Concurrent conditions included abdominal pain localised (right side). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2018, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), feeling abnormal ("foggy feeling in head"), paraesthesia ("electric shock like feeling in head"), change of bowel habit ("change in bowel function") and paraesthesia lower limb ("electric shock like feeling in right femur"). The patient was treated with surgery (laparoscopic removal of fallopian tubes and essure). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, feeling abnormal, paraesthesia, change of bowel habit and paraesthesia lower limb outcome was unknown. The reporter considered abdominal pain lower, change of bowel habit, feeling abnormal, paraesthesia and paraesthesia lower limb to be unrelated to essure. The reporter commented: removal was performed at the patient's request, essure was removed by pulling. The reporter did not consider that essure caused or contributed to the occurrence of the events. Samples received. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. We received returned samples in this case. A technical investigation will be conducted and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.